Manufacturer narrative:
The patient's prescribing physician suspected the results were erroneous. Thyroid tests performed throughout 2016 suggested that the patient had hyperthyroidism. Tsh levels were below 0.10 mu/l until (B)(6) 2016 and there was an increase in ft3 and t4. Other tests were performed in (B)(6) 2016 when tsh was found to be normal low (around 0.5 mu/l), but ft3 and ft4 were high. As a result of the findings, the patient was placed on antithyroid drugs and thyroid testing continued. The results remained similar to previous results with a normal low tsh, increased ft4 (30 pmol/l and 37 pmol/l), and ft3 values of 4.75 pmol/l and 6.11 pmol/l. Since the results were found to no longer be consistent with the patient's antithyroid treatment, the prescriber asked for the sample in question to be analyzed at two different laboratories. The sample in question is actually two samples collected from the patient on (B)(4) 2017. One sample was analyzed at the customer laboratory to obtain the reported roche results. The second sample was sent to a second laboratory for testing with the siemens method, obtaining the reported siemens results. The customer verified that the correct patient was identified for each of the two samples by exchanging the samples between laboratories and repeating testing on roche and siemens analyzers. Identical results were recovered after exchange of the samples. The same two samples were then assayed at a third and fourth laboratory. The third laboratory used the roche method for testing and a normal balance of results was obtained. The fourth laboratory used the siemens method for testing and it was stated that the results were assessed as "perturbed". Testing performed also at a fifth laboratory using the roche method obtained normal results. Testing performed using an abbott method yielded similar results to those obtained by the siemens method. A sample from the patient was tested on an unknown analyzer (B)(6) 2017 after a temporary cessation of biotin treatment and the results were 88.3 mu/l for tsh, 7.88 pmol/l for ft4, and 2.08 pmol/l for ft3. These results were said to be in agreement with results obtained previously on non roche testing methods. The patient had previous results of 140.51 uui/ml for tsh, 1.9 pmol/l for ft4, and 0.7 pmol/l for ft3 on (B)(6) 2017. The patient also had the following previous values: 1.11 pmol/l for ft3, 37.4 pmol/l and 29.3 pmol/l for ft4, and 0.65 mu/l and 0.81 mu/l for tsh. It was asked, but it is not known which dates these values were measured.

Manufacturer narrative:
A sample from the patient was not available for investigation, so an investigation of the possible influence of high concentrations of biotin on the tsh and ft4 and ft3 concentrations was not possible. Additional information required for the investigation was requested, but not provided. A general reagent issue most likely can be excluded. The tsh assay is unaffected by biotin levels up to 25 ng/ml. Samples should not be taken from patients receiving therapy with high biotin doses (i.e. > 5 mg/day) until at least 8 hours following the last biotin administration.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys tsh assay (tsh), the elecsys ft4 assay (ft4), and elecsys ft3 (ft3), on two unknown roche analyzers. The results did not compare to results obtained with siemens and abbott methods. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with (B)(6) for information related to ft4 and refer to the medwatch with (B)(6) for information related to ft3. Refer to the attachment for all patient data. The sample was tested at 2 different laboratories using the roche method. The sample was repeated using the siemens and abbott methods. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The models and serial numbers of the roche analyzers used in laboratories 1 and 2 were asked for, but not provided. The patient was taking three 100 mg doses of biotin per day.